Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, an incomplete staple line was formed. The surgeon over sewed the opening to complete the procedure. There was no impact to the pt.